Manufacturer narrative:
D4: the device information was updated. H.6. Code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis. A27- was used to cover that the physician explained that the procedure/device issue was due to vascular changes with age during nine years since the initial treatment. According to the physician, the aneurysmatic dilation was due to the vascular changes with age during nine years since the initial treatment. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to aneurysm enlargement. Per IFU, additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. The gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as: an infrarenal non-aneurysmal aortic neck diameter of no greater than 32 mm, iliac artery treatment diameter range of 8-25 mm.

Manufacturer narrative:
H.6. Code c20: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. The device remains implanted and is not available for analysis. According to the physician, the aneurysmatic dilation was due to the vascular changes with age during nine years since the initial treatment. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to aneurysm enlargement. Per IFU, additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. The gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as: an infrarenal non-aneurysmal aortic neck diameter of no greater than 32 mm, iliac artery treatment diameter range of 8-25 mm. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2014, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date in (B)(6) 2023, a follow-up CT scan showed aneurysmatic dilation of the common iliac arteries within the distal part of the initial treatment area. On (B)(6) 2023, gore® excluder® iliac branch endoprostheses (ibes) were implanted as an additional procedure. Ibes were implanted bilaterally. Also, an aortic extender component was additionally implanted though no proximal type I endoleak was found. The physician explained that this was due to vascular changes with age during nine years since the initial treatment. Given the patient¿s age, an ibe was deemed suitable for preserving the internal iliac arteries.